Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m91x2y. The device was received with the top of the I-blade upper tip broken off not returned and with the cable cut off. In addition, the cable cut off is not related with the complaint issues. Due to the returned condition of the device, no functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a robotic laparoscopic prostatectomy the enseal device made a clicking noise and the knife blade would advance but the jaw would not close. Another like device was opened and the procedure was completed with no consequence. No adverse patient consequence was reported.